Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; the customer stated he did have some lingering effects, but nothing that he is concerned with and stated he was ok. The customer did go to a scheduled doctors appointment to review his results. The customer stated that after his review of his results at his appointment, his pcp will be moving him into an insulin regimen.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 247 and 269mg/dl. The customer's expected fasting blood glucose test result range is 120 to 135mg/dl. The customer reported symptoms of thirst, fatigue and headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 269 and 247mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer just received his replacement meter and during the testing phase on the call the customer stated the meter was reading too high. Both readings are fasting. The customer called and stated that his meter was reading higher than his normal range of 120 - 135mg/dl.